Manufacturer narrative:
D4 - the UDI number for this product code is not required. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. The tr-band was rinsed and subjected to another visual inspection. No obvious anomalies were noted in its appearance. The tr band was leak tested by being injected with 18ml of air with the actual tr band inflator sample and submerged in water. No leaks were noted at the air injection port or the compression balloons. The one way valve was disassembled for further inspection. A dent was found on the air sealing part of the rubber tip. A transparent foreign substance was found to be adhering to the inside wall of the air sealing part of the outer cylinder. Qualitative analysis by ft-ir of the foreign substance found a peak which was very similar to that of nylon. The adjustable fastener of this product is made of nylon. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no relevant findings. A search of the complaint file found no previous report of this nature with the involved product code/lot number combination. Based on the investigation result, it is likely the actual tr band sample became deteriorated in its air tightness performance due to a foreign substance (nylon) getting into the air injection port of the one way valve and caught in the air sealing part between the rubber tip and outer cylinder of the one way valve. As a possible cause of the foreign substance having entered the air injection port, the following scenarios can be inferred. (1) during the production process, a fragment of the adjustable fastener got into the peel pack due to some factor(s) and it was not detected during subsequent visual inspection. Afterward, at some time after the visual inspection and before the actual usage, the fragment got into the air injection port. (2) after the product was unpacked for use, a foreign substance (nylon) got into the air injection port due to some factor(s). From the available information, however, the route through which the foreign substance (nylon) was in the air injection port cannot be determined definitely. The one way valve used for the tr band keeps air tightness by the rubber tip inside the outer cylinder being pushed against the wall of the outer cylinder with the spring. Due to this structure, if there is a foreign substance adhering on the air tightening part, it generates a space, resulting in an air leak at the space. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the tr band device during a procedure. Follow up communication with the user facility confirmed the following information: the tr band inflated to 15mls and the sheath was removed; immediately noticed blood leaking steadily; the tr band had deflated spontaneously; the tr band was re-inflated with 15mls again and immediately lost air; device was being used by an experienced user; pressure was applied to the puncture site while a new tr band was reapplied and successfully inflated; and the patient was not harmed.